Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not explanted.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was provided IV antibiotics. The report indicated that the patient had improved and is on the road to recovery. The device was not explanted.